Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 383 mg/dl, 263 mg/dl, 181 mg/dl, 171 mg/dl, 192 mg/dl and 191 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation; customer declined replacement products.